Event description:
This lead was removed after dislodgement post-op day 2. It was noted that the helix would not retract and the connector pin separated from the lead during counter-clockwise rotation. The entire lead was then rotated for removal from the body.